Manufacturer narrative:
The patient remains ongoing with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 2 years post-implant, the patient reported brief alarms in the mornings and observed several reductions in speed to 2,200 rpms. The patient was hospitalized and the reductions in speed, as reported by the patient, were confirmed. The reductions in speed occurred while the patient was supported by the power module (pm), but there were no reductions in speed when the patient was supported by batteries. The pm, patient cable and system controller were exchanged with no effect. An x-ray of the percutaneous lead revealed suspect damage near the pump end bend relief. A decision was made to exchange the pump.